Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted because the device stopped working and there was a lot of wear interior to the cylinders. The outer layer of silicone was ruptured on both cylinders resulting in tissue ingrowth in the dacron fiber. The patient was implanted with a new ipp device.

Manufacturer narrative:
Model number: 72404155; lot number: 485293013; model description: reservoir 65ml pc/iz.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted because the device stopped working and there was a lot of wear interior to the cylinders. The outer layer of silicone was ruptured on both cylinders resulting in tissue ingrowth in the dacron fiber. The patient was implanted with a new ipp device.